Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation results: bd had not received samples or photos by the customer facility for investigation. Retention samples were selected for evaluation, and the customer's indicated failure mode for incorrect fill was not observed as all samples met specifications. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported there was insufficient blood flow while using a bd vacutainer® blood transfer device holder with pre-attached multiple sample female luer adapter. The consumer reported "the holder is not transferring all of blood" which could result in an incorrect fill. There was no report of exposure, serious injury or medical intervention.